Event description:
It was reported to boston scientific during a sphincterotomy of the common bile duct (cbd), the contrast leaked out between the injection port and wire port. The procedure was completed with the use of another similar device. The patient's condition was reported to be unknown.

Manufacturer narrative:
For port leakage.